Event description:
The lead was received for analysis on 04/11/2016. Product analysis for the lead was completed and approved on 04/18/2016. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis abraded openings were observed on the outer silicone tubing. The abraded openings and slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. With the exception of the observed abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies, beyond the outer tubing openings, were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. The outer silicone tubing contained abraded openings, but there were no abraded openings noted on the inner tubing which could have caused device malfunctions.

Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2015, the surgeon noted that the lead wire was exposed through the tubing. Pre-operative and intra-operative diagnostic results showed lead impedance within normal limits. The surgeon elected to replace the lead during the procedure. The explanted devices have not been returned to date.